Event description:
It was reported that the overnight, the patient experienced an altered mental status. The healthcare provider wanted to turn the pump off. It was noted that the pump had just been implanted 1-2 days ago. The device system was used to deliver demerol.

Manufacturer narrative:
(B)(4).